Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2013. The investigation included: methods: review of device history records,review of complaint history. Results: the complaint related device was not returned for failure analysis. A review of the manufacturing records for lot number 305000244364, 110-4g; lot met all requirements before release to finished goods. A review of complaints history, model 110-4xx, from (B)(4) 2012 through (B)(4) 2013 reviewed; there was one other complaint that issued with complaint code (B)(4), and it was not confirmed. Conclusion: since the product was not returned for evaluation and no further info on the incident was provided, no conclusions - could be drawn, nor root cause established without having the actual device to evaluate and analyze. If the implant is returned, the complaint record will be reopened to complete failure analysis and root cause analysis. Integra considers this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.

Event description:
In the ICU on (B)(6) 2013, post craniotomy, the probe 110-4g was inserted into the pt; reading (icp) intracranial pressure of 32-34. A craniotomy was done on evaluation of icp and the pt condition. The 110-4g was left in-situ during the procedure and a codman icp probe inserted on the other hemisphere. The codman icp read; 14, the camino remained unchanged. The codman ipp reading of 14 is in line with the pt's condition.